Manufacturer narrative:
This follow-up report is being filed to report additional information. This report is number 4 of 7 mdrs filed for the same patient (reference 1822565-2017-00023, 00330, 00332, 00018, 00334, 00336 & 2648920-2017-00033).

Event description:
Patient reported experiencing left knee pain approximately five years post-implantation. Additional information received in patient's medical records indicate patient underwent physical therapy for three months post-operatively and has resumed physical therapy again, five years post-implantation due to limited range of motion, stiffness and pain in left knee. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation results concluded that, a definitive root cause for the pain cannot be determined at this time. No corrective or preventive actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue.the devices remain implanted and are therefore not available for further evaluation.

Event description:
Patient alleged to pain approximately five years post-implantation of left knee. No revision has been reported.

Manufacturer narrative:
(B)(6). The devices involved in this event remain implanted and are, therefore, not available for further evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that these types of events can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.